Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that she is a nurse and had to rush a patient to get an MRI. Customer entered the room with her pump and she was in the room for some time before she realized that pump was on her. Customer stated that she got out of the room and later, she received a motor position encoder error alarm. Customer stated that the pump would not work at all after that. Customer stated there is no battery in the pump at the moment. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm in the alarm history due to history file over written also, unable to perform the displacement test due to a35 alarm. No cosmetic damage noted.